Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available event description (event details, per) - event summary: it is reported that the patient had a dynesys implanted in the segment l1-l4 on (B)(6), 2007 to correct a degenerative scoliosis. The patient started experiencing pain in 2010, having fever and an infection from propionobacterium acnes was confirmed with a punction performed on (B)(6), 2010. Antibiotics were prescribed, but the check on dec 10, 2010 did not show treatment success, on jan 3, 2011 the patient underwent revision surgery. Review of received data - surgical notes of implantation and revision surgery were available for investigation. The implantation report stated that the patient had a dynesys implanted in the segment l1-l4 on (B)(6), 2007 because of pain in order to correct a degenerative scoliosis. Two x-rays were also included in the report. The x-rays showed the spine of the patient in ap and lateral view. 8 screws were visible. No other conspicuousness. The revision report described the history of the patient. The patient started experiencing pain in 2010, and having fever. An infection from propionobacterium acnes was confirmed with a punction performed on (B)(6), 2010. MRI scan showed and abscess at level of the right psoas muscle and the para-vertebral muscles in contact with the implants. Antibiotics were prescribed, but the check on (B)(6), 2010 did not show treatment success, on (B)(6), 2011 the patient underwent revision surgery. Intraoperatively, some fluid collections with brownish fluid bwere found. No other conspicuousness. Devices analysis no product was returned to zimmer biomet for in-depth analysis review of product documentation - the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". Root cause analysis root cause determination using dfmea: - infectious reaction due to pet/pcu particles due to movement between spacer and facet joint / components => possible: the components were not returned for investigation, therefore their condition is unknown. This cannot be excluded. - infection (packaging related risks are mentioned in packaging specific dfmeas) due to unsterile implant due to insufficient gamma sterilization => not possible: single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. - chemical, thermal and/or mechanical degradation due to resterilization, insufficient re-sterilization due to insufficient sterile barrier => possible: single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is unknown how the devices were used and if they were re-sterilized before use. - infection if sterility date expired due to wrong label symbol => possible: the reference and lot numbers of the components are unknown, thus, thus it cannot be verified if the expiration date was expired before implantation. Conclusion summary the sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. The infection occurred more than one year after device implantation. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. Improper transport, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. The IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and that the product packaging must be examined for possible damage. Potentially something with storage and/or handling of the components outside of zimmer biomet control could have contributed to the reported event. However, an exact root cause could not be determined. Zimmer (B)(4) consider this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was stated that he first symptoms of infection appeared at the beginning of 2010 with lumbar pain and a sensation of painful swelling, in (B)(6) 2010 a puncture was performed for analyzes. Antibiotics were prescribed but were not efficient. The dynesys system was removed on (B)(6) 2011.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 11, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
In the scope of the (B)(4), an adverse event was reported due to severe lumbar pain : in the reported adverse event, it was said that the lumbar pain was treated using the dynesys device in (B)(6) 2008. After the initial record, the evolution was not known. On (B)(6) 2017 the 10 years follow-up was performed. The patient didn¿t suffer of lumbar pain anymore, but the dynesys device was removed on (B)(6) 2011 due to strong back pain, the examination (x-ray, MRI and CT-scan) pleaded for an infection.